Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.

Event description:
It was reported that a aristotle colossus guidewire malfunctioned during a procedure and there was no difficulty advancing or removing the unwound colossus. After the guidewire was removed the distal tip was noted to be fractured and hanging by a thread. No harm was done to the patient.